Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications verified that this lot met all pre-release specifications. Additional information and images have been requested but not available. With information provided, gore is unable to determine the root cause of the endoleak. According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2013, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the initial procedure. The 6 month follow up computed tomography scan noted a proximal type I endoleak.on (B)(6) 2014, the patient underwent the additional procedure using a gore excluder aaa endoprosthesis aortic extender component. The endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted.